Manufacturer narrative:
This report is submitted on august 9, 2022.

Event description:
Per the clinic, the patient experienced a soft tissue complication surrounding the abutment which was treated with topical antibiotics. The patient underwent revision surgery to remove the abutment and have an osia device placed on the internal fixture.